Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable online tdm valproic acid result from the cobas 8000 cobas c 502 module for one patient. The initial result was 0.04 g/ml, and the repeat result was 93.33 g/ml. The repeat result was deemed to be correct. The sample was repeated after the physician questioned the initial result.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The alarm trace does not contain a conspicuous event. The calibration history provided shows instability leading up to the event. The qc data provided shows frequent outliers. A field service engineer (fse) completed maintenance actions that successfully resolved the issue, and the performance of the instrument was verified. The investigation was unable to determine a direct root cause, and no product issue was found.